Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have unspecified condition. The patient has since died. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect the information reported in b2 and "death" was accuratley checked in section h1. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient passed away due to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found unknown white, brown, gray and black (not consistent with degrading sound abatement foam) contamination (dust-like) at the air inlet of the blower box, top of the blower motor and the blower motor seal. Unknown black hair or fibers contamination in the bottom of the enclosure. Mineral deposit stains on the bottom of the blower motor, inside the blower motor and in the bottom of the blower box, indicating potential water ingress. Unknown white, brown and black (not consistent with degrading sound abatement foam) specks of contamination in the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has dunknown white, brown, gray and black (not consistent with degrading sound abatement foam) contamination (dust-like) at the air inlet of the blower box, top of the blower motor and the blower motor seal. Unknown black hair or fibers contamination in the bottom of the enclosure. Mineral deposit stains on the bottom of the blower motor, inside the blower motor and in the bottom of the blower box, indicating potential water ingress. Unknown white, brown and black (not consistent with degrading sound abatement foam) specks of contamination in the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. There was no evidance of sound abatement foam degredation.